Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error code 10021 was not verified. The event log did show the 10021 alarm messages. Service will replace the motor as a preventative measure. Use testing was performed. The problem source is unknown.

Event description:
No patient involvement, errors found during pm testing.